Event description:
As reported: "gamma 4 long nail was implanted, but the lag screw migrated postoperatively and the fracture reduction collapsed. Revision surgery is scheduled on (B)(6) 2023."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report. H3 other text : device is retained by the hospital.

Manufacturer narrative:
The reported event could not be confirmed; but a displaced proximal bone fragment was confirmed on a provided x-ray copy. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. No indications of material, manufacturing or design related problems were found during the investigation. The device was not returned for investigation. 4 x-ray-copies were provided which were forwarded for medical review. The summarized findings of the medical expert¿s: the event description could not be confirmed due to poor image quality. Focusing on the initial bone fracture; ¿it is very understandable though that this event could have occurred in this fracture type with the limited stabilization of this highly unstable fracture. The biomechanics of this fracture type were fully not addressed when only inserting the gamma nail.¿ if the device is returned or if any additional information is provided, we reserve the rights to reassess the investigation including root cause. The root cause of this event was regarded as user related. With given information a deficiency of the device was not verified.

Event description:
As reported: "gamma 4 long nail was implanted, but the lag screw migrated postoperatively and the fracture reduction collapsed. Revision surgery is scheduled on (B)(6) 2023."